Event description:
Informed by bma product complaint of "blood leak" during initiation of dialysis. The internal leak of dialyzer was during the 3rd use of dialyzer. The pt reportedly experienced a blood loss >100 ml. This was due to discard of the extracorporeal sys, not from the actual leak. No pt injury or ill effect was reported.